Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and the dr's method of comparison. Reporter stated device read 153 mg/dl and dr's device read 39 mg/dl when performed at the same time. Reporter indicated being given diabetes medication due to the low result on the device. Reporter stated prior to going to the dr, the device read high with a result of 282 mg/dl, a retest of 266 mg/dl, and another retest of 273 mg/dl. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.